Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, while attempting to initialize the probe, received l3-018 error codes. The case was aborted. The pt will be rescheduled once loaners can be attained. No pt consequence occurred.